Event description:
The event occurred in italy. It was reported that during a tur-p surgery, the loop detached in the bladder. The broken-off part needs to be retrieved with a cystoscope and forceps, which lasted approximately 10 mins. The broken loop fragment irritated the middle prostatic lobe causing bleeding. The operation was completed without complications.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).